Event description:
When starting an IV using the smiths medical jelco protect IV plus (20g x 1.25) (ref (B)(4)), the safety slide failed and would not cover the exposed needle. The needle safety slide normally covers the needle after advancing the catheter. In this case, the safety slide was stuck in the retracted position and at the procedure, the needle remained exposed and the safety cover could not be advanced over the needle. This situation has occurred with 6 of the ivs I have placed using smiths medical 20g IV with lot number (3723693), mfg date: 11-06-2018.